Event description:
The pt reported that subsequent to the implant of a protegen sling for treatment in 1997, pt experienced recurring incontinence, leg muscle pain, swelling, difficulty walking, and pain from the bone anchors. Pt reported the right bone anchor was removed and the left anchor still causes pain. Pt reported implantation of a transvaginal tape sling 2001. Pt reported having surgery to locate the source of an infection and the sling was not infected, but it was removed at that time. The device was not returned for eval. Therefore, no failure analysis is available. Without evaluating this device, the co was unable to determine if the device met specifications, and the co was unable to determine the specific relationship of the device to the event.